Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoid surgery, they could not fire the device and the stapler did not work at all. The procedure was extended by 30 minutes or more due to device problem. They used a different device to complete the case. There was no patient injury.